Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The analysis revealed 12.5 cm to 14.5 cm distal to the is-1 connector pin that the lead body was found squeezed and deformed. In this region the inner insulation was found ruptured. Based on the damages, it is reasonable to assume that it resulted from a tight suture sleeve. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Lead explanted due to unstable thresholds and a lead deformation near the suture sleeve seen on x-ray. No changes in impedance. Lead was removed and noted to have grooves under suture sleeve on the lead body. No adverse patient events reported. Should additional information become available, it will be added to this file.